Event description:
It was reported to philips that during testing, the device does not deliver the correct current into the pacer tester, or delivers no current at all. There was no reported patient involvement/adverse patient impact.